Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected restart. Customer¿s blood glucose was unknown. Customer reported that pump has been resetting itself lately. Pump did not alarm with replace battery now. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer state that the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm is recurring during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error, e21 alarms, reset time and date anomaly after change battery noted during testing.